Manufacturer narrative:
One device was returned for evaluation, used, not in its original packaging, decontaminated, scratched lcd lens, yellowish fluid ingression on device. Visual and functional testing was performed. The customer's reported problem was replicated by functional testing. The root cause is defective expulsor, valves, and gasket by fluid. The expulsor assembly was replaced.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device was over infusing (21.25+) during volume test. The event occurred during testing, there was no patient involvement.